Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The computer connection cards were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system displayed an error message. No patient injury was reported.